Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. The strain relief material was identified as silicone. Since there was a possibility that the silicone remained in the patient, the safety of this material was reviewed. The silicone used in the strain relief is certified by the manufacturer to be suitable for use in implant devices. This silicone is referenced in an FDA master file: (B)(4). In addition, (B)(4) tested this material according to the FDA's "guidance for manufacturers of silicone devices affected by withdrawal of dow corning silastic materials". This FDA guidance recommended the following tests for consideration; in vitro cytotoxicity, sensitization, intracutaneous irritation of extracts, acute systemic toxicity, ames bacterial mutagenesis, in vitro mammalian mutagenesis, in vivo cytogenetic damage, and 90-day implantation (with histology) tests. The in vitro mammalian mutagenesis, and in vivo cytogenetic damage tests were not performed based on justification written by carl o. Schultz, "scientific justification for the deletion of certain biological tests from the testing scheme proposed in the FDA's guidance for manufacturers of silicone devices affected by withdrawal of (B)(4) materials". These tests were considered "unnecessary because they are unlikely to provide additional useful information beyond that provided by proposed chemical and physical characterization and other proposed biological tests". The strain relief silicone passed all tests and was considered safe for use as an implant.

Event description:
It was reported that post implant a (B)(4) adjustable gastric band , the port flipped. During the port revision procedure, the small piece of tubing support was found to be loose and migrated up toward the band. The port was repositioned and there is a potential foreign body is remaining in patient due to a loose attachment of tubing support. There were no adverse consequences for the patient. The patient had minimal fills prior to the port flip. Additional information has been requested, a supplemental report will be sent upon receipt of additional information.